Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided in the case details, the physician thought that the hypotension may have been due to a reaction to the sedatives and the antibiotics and not related to the device or the procedure. However, since the event occurred after the cds was introduced into the patient, this cannot be definitively confirmed. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being filed as the patient became unstable during the mitraclip procedure and was treated with medication which is considered intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2014 without intubation anesthesia, only sedation as this is the "house standard." Before the devices were introduced into the anatomy, an uneventful transseptal puncture was performed. After the clip delivery system was introduced into the left atrium and while positioning the clip, the patient became more and more unstable with a drop in blood pressure and oxygen saturation. The patient was treated with medication. Due to the instability of the patient, the mitraclip procedure was aborted. Post procedure, the patient continued to be treated with medication and was stabilized. The physician thought that the cause of the drop in blood pressure and oxygen saturation may have been a reaction to the sedatives and antibiotics and not related to the mitraclip device or procedure. On (B)(6) 2014, a second mitraclip procedure was performed with success. One clip was implanted reducing the mixed mitral regurgitation grade from 3 to 1. No additional information was provided.